Event description:
Pt. Sustained cardiac arrest. 4 shocks delivered via defibrillator. Pt. "Arched up" from bed each time. 1st 3 attempts - problem with cord from paddles to defibrillator, apparently.